Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a diagnosis of aortic valve stenosis and nyha functional class iii underwent an implant procedure with the evolutfx-26. The patient had a medical history of hypertension, coronary artery disease, and renal failure (not on dialysis), and was independent for 4 out of 6 activities according to the katz index. Baseline electrocardiography showed right bundle branch block. During the procedure, the patient experienced ventricular fibrillation. Electrocardiography during hospitalization and at discharge revealed third-degree atrioventricular block, and a pacemaker was implanted during hospitalization. Approximately 2 months following the valve implant, moderate paravalvular leak (pvl) was observed and no treatment was reported.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.